Event description:
It was reported during revision surgery to replace the pt's scs leads because of ineffective stimulation (ref. Medwatch # 1627487-2013-12065) the pt's scs ipg was discovered to be depleted because the pt stopped charging it after she was not feeling any stimulation. Subsequently, the pt's scs ipg was replaced with a new one during the procedure. Effective stimulation was regained postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Evaluation results: the complaint for "pt did not recharge" was confirmed. As received, the ipg was non-responsive. According to the dfu review, there is adequate information for preserving the ipg when not in use. The dfu, page 79, entitled "warning" states: "do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." The reported complaint is confirmed and considered to be user error. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.